Event description:
It was reported when using the bd syringe flu plus, the device experienced foreign matter in the device, within the fluid pathway. This event occurred 18 times. The following information was provided by the initial reporter. The customer stated: vaccine syringe fm occurred during use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe flu plus, the device experienced foreign matter in the device, within the fluid pathway. This event occurred 18 times. The following information was provided by the initial reporter. The customer stated: vaccine syringe fm occurred during use.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/11/2022. H.6. Investigation: a device history record review was completed for provided material number 305832 and lot number 2008435. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture and physical samples were returned for evaluation by our quality engineer team. Of the eighteen physical samples returned, no signs of foreign matter were observed within sixteen of the samples. In the remaining two samples, a small foreign matter particle was observed within the fluid pathways. Fourier-transform infrared (ftir) spectroscopy was performed on the two samples displaying foreign matter. The ftir results for the first syringe determined that the material was most likely polycarbonate/pbt. The ftir results for the second syringe determined that the material was most likely fragments from the vaccine vial stopper material. It has been concluded that the polycarbonate/pbt resulted from powder from the racks used in the assembly process. Syringes are placed within plastic racks to move throughout the assembly process. Due to friction between the racks and the machine rails, small amounts of plastic powder may be produced. An accumulation of this powder could end up in the syringe as a result of static electricity. CAPA#3146760 was initiated.